Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on keypad traces. Insulin pump had moisture damage on electronics. Insulin pump received with minor scratches on display window and cracked display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the insulin pump alarmed button error. Customer reported that insulin pump was dropped in the pool. The blood glucose reading was 96 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.